Manufacturer narrative:
Surgeon picked a size that was not sufficient thickness to keep stability of the joint. Surgeon confirm this was his sizing decision, and he corrected with better thickness. Implant was discarded during revision.

Event description:
This is a (B)(6)-year-old male, who has had an uncomplicated leff total knee arthroplasty, except for signs of instability clinically and on examination we discussed revision arthroplasty surgery and he has elected to proceed forward. Doctor reviewed the risks and benefits and informed consent has been obtained. User report mw5059390.